Event description:
The guide wire was stuck inside the coronary vessel and was not able to be removed. A 1.5 otw balloon was used to re-sheath the guide wire and the guide wire was then removed with the balloon.